Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer was hospitalized twice for low blood glucose. It was reported that customer was taken to the hospital via paramedics on (B)(6) 2016 with blood glucose of 37 mg/dl. Customer reported of being at the physician's office earlier that day and suspended insulin pump due to sensor reading of 145. When customer woke up, she was in the emergency room. Prior to the emergency room, customer was treated by paramedics with manual injection of sugar water. Customer declined troubleshooting and giving further hospitalization details due to not being able to think clearly. Customer would call back.